Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation underneath her right breast under the lifevest. The irritation was described as sores and blisters. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.